Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r upn: (B)(4). Model: sc-1132 serial: (B)(4). Batch: 18854023. Product family: scs-extension upn: (B)(4). Model: sc-3138-25 serial: (B)(4). Batch: 17781527.

Event description:
It was reported that the patients lead wires migrated out of the epidural space and was wrapped around the ipg. The patient underwent a revision procedure wherein the ipg was replaced and the old leads were replaced with a paddle lead. No device malfunction was suspected. The patient was doing well postoperatively and the explanted devices were not returned.